Event description:
It was stated that "we were final tightening the 7.5x50 screw at s1 and the surgeon felt a pop." He continued to tighten the blocker and he noticed it became recessed in the tulip. We never obtained 12n torque since we knew the head had popped off. At that point, we removed all blockers from t10 down to s1 and removed the rod, so that we could replace the screw.

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.